Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two months post implant, the right atrial (ra) lead exhibited an atrial lead position check failure. The ra lead remains in use. No patient complications have been reported as a result of this event.